Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump alarmed motor error, no delivery and off no power alarms. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer declined no delivery and off no power alarm troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm. Motor passed motor test. No unexpected excessive no delivery. No motor position encoder error alarm on alarm history screen. Unit had minor scratched lcd window and cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.